Event description:
It was reported that the customer was hospitalized for high bgs. The contact stated that the customer has the pump on and the contact wanted to know how to suspend the pump. The nurse indicated that the customer told her lethargically that customer woke up in the morning with low bgs and abdominal pains. The nurse mentioned that she does not know the blood sugar became high. The customer would call back when their conditions stabilizes. The customer's bg is treated with insulin drip.